Manufacturer narrative:
Product complaint # (B)(4).this is a combination product, and the event has been reviewed for both the suture and the triclosan. A manufacturing record evaluation was performed for the finished device qlbcrpw0 number, and no non-conformances were identified. Attempts are being made to receive a device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what are the procedure name(s)? Hip and spine. What was the size of the needle used? 36mm. Was the point of the needle retained in the patient? No. Where is the needle retained; in what structure? Needle in not retained in patient. Are there plans to remove the retained needle piece? See previous answers. Are there any patient consequences? No. Unfortunately they have discarded needles with broken tip, but they sent the box where they took needles to check. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength = 275 g/m. Events for each procedure were submitted via (B)(4).

Event description:
It was reported that the patient underwent a hip procedure on (B)(6) 2021 and the suture was used. During surgery, the point of the needle was broken. There is no needle retained in the patient. There were no patient consequences reported.